Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported difficulties appear to be due to circumstances of the procedure. In this case, based on the reported information, the difficulty retrieving the filter resulting in the filter dislodging from the viperwire may be the result of an excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter and during the attempt to remove, the filter dislodged from the viperwire and embolized to the right sfa. As a result, unexpected medical intervention was required to snare the filter resulting in delay of treatment. The reported patient effect of embolism is listed in the emboshield nav6 instructions for use (IFU), as a known potential adverse event associated with carotid stents and embolic protection systems. The emboshield nav6 IFU states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if failing to use the barewire filter delivery wire caused or contributed to the difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - guide wire / fdw selection incorrect.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The nav6 emboshield embolic protection system (eps) was advanced over a viper wire and successfully deployed without issue. The procedure was proceeded as expected; however upon attempted removal of the filter, resistance was encountered. It is believed that the filter basket did not fully collapse/close during retraction, resulting in the filter coming off of the viper wire and embolizing in the right sfa. The filter was managed to be snared and brought over to the left common femoral artery (cfa) where the sheath access was located. The filter was managed to be captured within the sheath however upon the attempt to remove the filter and sheath together, the filter released into the arteriotomy of the right cfa. Forceps were used to carefully remove the filter from the tissue tract and arteriotomy in the left groin. There was a 30 minute delay in the procedure. No additional information was provided.